Event description:
Customer hospitalized for low, bgs. It was stated that the compartment door opened when they were bending down and the plunger pushed insulin into their body. Bgs were treated with shots. Afterwards they were placed on an insulin drip. The customer was not sure if the door opened by itself or if it was opened by carrying family member. They stated that it was most likely caused by carrying family member. They also stated that the pump worked fine.